Event description:
It was reported that revision surgery was performed due to ongoing unspecified hip pain. The revision surgeon does not fault the products.

Manufacturer narrative:
X-ray analysis was performed.